Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: tip broke off probable root cause: design - inadequate raw material selection - tip geometry not designed to facilitate soft tissue penetration manufacturing - instrument tip or needle shaft not manufactured to specification - incorrect raw materials used for manufacture application - user technique related factors - difficult anatomy, extremely tough soft tissue the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device broke during procedure and potentially remained in patient.

Event description:
It was reported that the device broke during procedure and potentially remained in patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. The part number is not known at this time, therefore the gtin and 510 is not known. However, should it become available it will be provided in future reports.